Manufacturer narrative:
Analysis of the provided files is still ongoing ,results will be provided on the next report.

Event description:
Reportedly, on 23-february-2026, the programmer crashes during threshold(capture) testing (the screen turns black). After a few second, the startup screen reappears and the user must press "interrogate" again. The previous measured values were not lost. The programmer was therefore replaced.

Event description:
Reportedly, on 23-february-2026, the programmer crashes during threshold(capture) testing (the screen turns black). After a few second, the startup screen reappears and the user must press "interrogate" again. The previous measured values were not lost. The programmer was therefore replaced.

Manufacturer narrative:
Analysis of the provided data did permit to confirm the reported event. Multiple crashes during reply sessions are visible on 23-february-2026. Review of the logs established tha the crashes are caused by an interruption of aida reading during real time test. The origin of these interruptions could not be determined with certainty. The most probable hypothesis is that these interruptions come from an instability in thread management. This case is retained and utilized for trend purposes.